Event description:
The lay user/patient's daughter contacted lifescan (lfs) in 2007 and alleged that the pt's one touch ultra meter was displaying the battery indicator. The medical affairs specialist was unable to reach the reporter, her brother, or the pt after several attempts via phone. A letter was sent to the address provided. The daughter reported that the alleged issue first occurred 3 days prior to the call to lfs. The meter would power on and display the "888" and then the battery symbol would appear. The pt was not able to test his blood glucose for 3 days, but was given his regular medication (regimen not provided). She also reported that 2 days after the issue began, the emergency services were called the day before at 10:30 am since the pt was non-responsive. There is no info provided regarding the events leading to the pt being non-responsive. He was taken to the emergency room and his blood glucose level was low (specific result not provided). There is no further info provided regarding the ER visit or the treatment received. Since the pt was in the hospital, the daughter was not able to provide info required to troubleshooting. She was unable/unwilling to answer if meter trauma was involved, and if the pt had changed the battery in the meter per the owner's manual. This complaint is being reported because due to the alleged issue, the reporter alleged the pt was not able to test his blood glucose for two days prior to being non-responsive. He was reportedly taken to the hospital where he was found to be hypoglycemic. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.